Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt presented to the hospital with melena, which was believed to be related to a past history of multiple gi bleeds with noted gastric and duodenal arteriovenous malformations (avms). Regulating the pt's anticoagulation had been challenging due to a history of cva and thrombus. The pt's mental status declined despite aggressive transfusions, but the pt remained hemodynamically stable. A CT scan was performed and did not reveal any issues; differential diagnoses were ischemic cva vs seizure vs metabolic encephalopathy. The pt's wife reported that he had expressed fatigue at the situation in recent weeks and was moving towards end of life care and had been noted as a do not resuscitate/do not intubate status with palliative care. No pump related alarms were reported for the event. The pt's ICD and lvad were turned off. The pt became unresponsive and was pronounced. No autopsy was performed and the pump will not be returned.

Manufacturer narrative:
The pt expired and no autopsy was performed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.